Event description:
It was reported that the tip of the lasso catheter was "sticking in the locked position" during a left atrial fibrillation mapping, and treatment procedure. It was also reported that the procedure was continued without difficulty, after replacing the catheter with another similar catheter.

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. Evaluation of the complaint sample found that the catheter failed deflection test, due to jammed deflection mechanism. Biosense webster became aware of this reportable malfunction, upon evaluation of the complaint product which was completed on 05/12/08. All unused variable lasso catheters that were distributed prior to 03/25/08 - which could potentially display this failure mode - have been removed from the field. A corrective action has been opened to address and resolve this issue.